Event description:
An altitude alarm was reported for the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Despite attempting troubleshooting steps, the altitude alarm persisted, leading the customer to switch to another pump with the assistance of technical support.